Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 500mg/dl, with moderate ketones, nausea, abdominal pain, anger, and confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received treatment in the emergency room of insulin via injection by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in total daily dose did not match due to the prime menu being accessed and the suspend feature being used. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.